Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 23mm sjm trifecta valve was implanted on (B)(6) 2012. During regular follow up, aortic regurgitation (ar ) was detected and shortness of breath was reported by the patient. The 23mm trifecta valve was explanted on (B)(6) 2021 and a non abbott device was implanted. A leaflet tear was observed on the explant valve. The patient has been in stable condition postoperatively. No additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 23mm sjm trifecta valve was implanted on (B)(6) 2012. During regular follow up, aortic regurgitation (ar ) was detected and shortness of breath was reported by the patient. The 23mm trifecta valve was explanted on (B)(6) 2021 and a non abbott device was implanted. A leaflet tear was observed on the explant valve. The patient has been in stable condition postoperatively. No additional information was provided.

Manufacturer narrative:
Explant was reported due to regurgitation. The investigation found that all three leaflets contained fibrous thickening and had degenerative changes. Leaflet 3 was torn. There was circumferential fibrous pannus ingrowth which narrowed the inflow diameter and extended onto the bases of all three leaflets. The inflow pannus also limited the mobility of the leaflets. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate degenerative changes at the tear site, which could have contributed to the formation of the tear. In addition, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.